Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 25-aug-2015, an fse visited the customer site and after inspecting the instrument, the fse found that the cup-presence sensor was sticking. He removed the sensor and cleaned the cup shaft and spring. He tested instrument and obtained no errors. Instrument up and operational. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was the cup presence sensor was dirty.

Event description:
On (B)(6) 2015, a customer reported obtaining error 2163 - cup transfer not released in multiple occasions with their aia-900 analyzer. The customer was unable to run prolactin, fsh and e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of prolactin, fsh and e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.